Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a vessel dissection occurred. Vascular access was gained via the right femoral artery. The target lesion was located in the moderately tortuous right coronary artery (rca) with a significant bend between 45 and 90 degrees. The lesion was dilated with multiple inflations with a 1.5x10mm and 2.25x16mm balloons. The 3.5x32mm promus element stent was deployed at 18atms for 15 seconds. The stent was post-dilated with a 3.5x13mm balloon. Following post-dilation a vessel dissection was noted at the proximal end of the implanted stent. The dissection was treated with a 4.0x12mm promus element stent overlapping the previous stent. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).